Event description:
It was reported that the insulin pump excessively alarmed no delivery. The blood glucose reading was 322 mg/dl. The customer stated that she had this issue about a month or 2 prior. She stated that she received the no delivery alarm 5 times a day in a row, possibly due to use of expired reservoirs. She added that she had been rotating her insertion sites. The most recent no delivery alarm was resolved by a complete infusion set and reservoir change, after which she was able to give herself a correction. She complained of frustration from the excessive alarms, requesting replacement of the device. She declined return of the infusion set and reservoir for analysis. Confirmed replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test with no excessive no delivery alarms noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.